Event description:
The report we received from our affiliate indicated that during a stenting procedure the device was advanced in front of the lesion and the stent delivery system was stuck on the guidewire. The physician was forced to withdraw the stent delivery system and guidewire together. The balloon had not been inflated. There was no patient injury.

Manufacturer narrative:
It was reported that while the physician was attempting to advance the stent delivery system (sds) to the target site, the sds became locked up on the guidewire and was unable to advance. The physician withdrew the sds and the non-cordis hydrophilic guidewire together as a unit. There was no report of patient injury. With the limited amount of information available it is not possible to determine the relationship between the device and the event. However, procedural factors may have had an impact. There was a non-sterile sds slalom 3.0 x 2 received. The stent was still correctly mounted on the balloon. The actual involved 0.018" hydrophilic guide wire was found stuck inside the guide wire lumen. The catheter body was found to be severely stretched/elongated. It appears that the stretched/elongated condition was caused by strong pull force applied on the catheter body in an attempt to withdraw the catheter. The manufacturing records for lot number r0705286 were reviewed and the results indicate that the product met quality requirements for product acceptance. Microscopic examination of the entire catheter revealed no manufacturing related anomalies that could have caused the reported difficulty this customer experienced. The guide wire lumen could not be flushed and the guide wire could not be removed. Subsequently the guide wire lumen was cut open lengthwise. Dried blood and dried contrast medium was found between the guide wire and lumen wall. Although this dried contrast medium and dried blood is considered to be the cause of the stuck guide wire at the time of analysis, the exact cause of the stuck guide wire during the procedure could not conclusively be determined. However, the event does not appear to be manufacturing related.